Event description:
A report was received that the patient was explanted then re-implanted. No information can be gathered, as the physician who performed the explant is unknown and the patient does not have any information.